Manufacturer narrative:
This supplemental report is being filed to provide FDA a notice of retrospective filing of the field corrective action on (B)(4) 2013 that was initiated on (B)(4) 2012 for the inability to irrigate/flush the captivia delivery system. The fca consists of a notification to the customers outside of the united states. No us customers were affected as this issue does not present a risk to health posed by the device or remedy a violation of the act caused by the device which may present a risk to health.

Event description:
A valiant stent graft delivery system was implanted into a patient for the endovascular treatment of a thoracic aortic dissection approximately six weeks ago. It was reported that the delivery system could not be flushed through the side port. The decision was made to use the device and it was deployed in the descending thoracic. It was flushed again once the delivery system was removed from the patient but was unsuccessful. No clinical sequelae were reported and the patient is fine. The delivery system was returned and its evaluation has been completed. The device was bloody but unremarkable. The stent graft was deployed and remains in the patient. During evaluation, it was attempted to flush the delivery system via the side-port, but there was high resistance and it was not possible to flush the device. The device was disassembled and the middle member was removed. The ID of end-seal was examined under the microscope and a slight protrusion of the side-port mold was observed.

Manufacturer narrative:
(B)(4).